Manufacturer narrative:
An event regarding pain involving an metal head was reported. The event was not confirmed. Method & results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: a review of the primary and revision operative notes and office clinical notes by the consulting clinician indicated "[...] On (B)(6) 2011 a left total hip arthroplasty was performed...[...]the labels from the chart indicate a 54 trident psl ha cluster shell, a #9 rejuvenate modular stem, a 34mm rejuvenate modular neck, a 28/0 c-taper lfit head, a restoration adm x3 28/52 insert, and a 46mm mdm liner. It should be noted the labels indicate a v-40 taper on the rejuvenate neck and a c-taper head were utilized." "There is no description of revision surgery findings, no examination of the explanted components, and no x-rays to review in this case. "The disassociation of the prosthetic femoral head was due to a c-taper head being placed on a v-40 taper, as noted in the prosthetic labels. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event and the root cause could not be determined. Review of the medical records by the consulting clinician indicated "there is no description of revision surgery findings, no examination of the explanted components, and no x-rays to review in this case." If devices and / or additional information become available, this investigation will be reopened.

Event description:
"A follow-up for his left hip on (B)(6) 2013 noted he complained of pain and stiffness. Physical examination noted the left leg was .5 centimeters shorter. He was ambulating without devices or a limp. A discussion was had regarding, "unsure of etiology of loss of motion and recurrent pain as components appear well-fixed and well-placed".